Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed after the third firing. The device could not be fired for the fourth firing. There was no pt consequence.

Manufacturer narrative:
D5,6; h4: info not avalaible, device not returned for analysis.